Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and egms revealed noise and oversensing. The physician elected to cap and replace the lead. During the procedure, the physician noted a liner crack on the lead. The patient was in stable condition post surgery.